Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (250-350 mg/dl). Customer's health care professional recommended pump basal rate be increased. Tandem technical support guided the customer through adjusting pump basal rate. Customer stated elevated blood will be addressed with settings adjustments.